Event description:
It was reported diagnostics showed high impedances. In turn, the lead was explanted.

Manufacturer narrative:
Initial reporter: (B)(6). Date of event is estimated.

Manufacturer narrative:
Initial reporter: (B)(6). Date of event is estimated.

Event description:
It was reported diagnostics showed high impedances. In turn, the lead was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.